Event description:
A report was received that the patient¿s device caused more pain and that the patient was experiencing burning sensation around the device down her spine. The patient underwent an explant procedure.

Event description:
A report was received that the patient¿s device caused more pain and that the patient was experiencing burning sensation around the device down her spine. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information cannot be obtained regarding the explant procedure. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.